Event description:
A customer contacted beckman coulter inc. (Bci) stating the operator of the unicel dxc 600 pro synchron clinical system failed to dilute or ultracentrifuge a 4+ lipemic sample and reported a false low sodium (na) result of 120mmol/l out of the laboratory. The dayshift ultracentrifuged the sample and reran the electrolytes. The na result was higher (132mmol/l) and amended. Treatment was not initiated or withheld based upon the false na result reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly at the third or fourth firing. Another device was used to complete the case with no patient consequence. One device to be returned for analysis. No additional details were available.